Event description:
It was reported that the valve was explanted after an implant duration of approximately 15 years due to prosthetic aortic valve stenosis and insufficiency with calcification. Per the operative report, the aortic valve was noted to have a torn immobile right coronary leaflet. The explanted device was replaced with a new edwards bioprosthetic valve. The patient tolerated the procedure with a postop gradient peak of 7 and mean of 4. No other details provided.

Manufacturer narrative:
Evaluation: method - x-ray. Device evaluation summary: the explanted device was returned and evaluated; moderate to heavy calcification was observed in the cusp areas of leaflets 1 and 3, moderate calcification was observed in the cusp area of leaflet 2. Free margin of leaflet 1 exhibited minimal to moderate calcification, free margin of leaflet 3 exhibited minimal calcification. Calcification restricted mobility of the leaflets and led to stenosis. Leaflet 1 had two tears, one at commissure 1 was approx 12mm in length and one at commissure 2 was approx 9mm in length. Leaflet 3 had a tear at commissure 1, tear was approx 8mm in length. Calcification was observed near the regions of the tears. Moderate host tissue overgrowth encroached onto the tissue at the inflow aspect and into the orifice at the greatest point by approximately 6mm. Minimal host tissue overgrowth encroached onto the tissue at the outflow aspect and into the orifice at the greatest point by approximately 2mm. Host tissue was moderate at the stent inflow and minimal at the stent outflow. Hematoma was observed on leaflet 3 at the outflow aspect. Thickened and swollen tissue was observed on all three leaflets at all three commissures. Additional manufacturing narrative: edwards gross analysis confirms calcific and non-calcific tissue degeneration as the primary causes leading to the reported regurgitation and stenosis. There is no information to suggest a device quality deficiency related to this event. Edwards will continue to review and monitor all events.

Manufacturer narrative:
Unfortunately, the explanted device was not returned to edwards for analysis; therefore, the source of the reported calcification could not be assessed. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Although the root cause of this event cannot be confirmed, it appears that the patient's stenosis and insufficiency were likely caused by the calcification and leaflet tearing reported. Calcification plays a major role in the failure of bioprosthetic heart valves. Calcification of valves occurs as a progressive, time-dependent process. Tissue valve calcification is initiated primarily within residual cells that have been devitalized, usually by glutaraldehyde pretreatment. The process of calcification involves the reaction of calcium-containing extracellular fluid with membrane-associated phosphorus, causing calcification of the cells. Initial calcification deposits eventually enlarge and grow into a mass, which stiffen and weaken the tissue and thereby cause the prosthesis to malfunction. The mineralization of a biomaterial is generally enhanced at the sites of intense mechanical deformations generated by motion, such as the points of flexion in heart valves. Ultimately, the result of calcification is valve failure due to tearing or stenosis. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. No further actions are possible with the available information.

Event description:
The explanted device was recieved and evaluated.